Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer and suggested to review the light emitting diodes (leds) and check with manual to decode. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the inspiratory module, printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.